Manufacturer narrative:
Reporter¿s phone number was not provided. The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) veterinary surgical procedure, it was observed that the battery device was not holding charge. It was not reported if there were delays to the surgical procedure. An identical spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred during the month of september, 2014. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. It was reported that there were no delays to the surgical procedure. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be most likely due to the device was discharged below voltage level, which is user error and/or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.